Event description:
It was reported that a crack was noted on the monopolar curved scissors (mcs) tip cover accessory. There is no further information available. The event date is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Instrument log review of the mcs tip cover accessory related to the complaint cannot be performed at this time because system logs do not exist for accessories. This complaint is being reported due to the following conclusion: the mcs tip cover accessory had tears. It is unknown the location of the tear or when the issue was identified. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.